Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided potential resolution. The lead remains in use. No adverse patient effects were reported.